Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 white air bubbles / air in line description of incident incident on 26/06/2024 involving an IV infusion tubing with commercial reference 394600 and batch number 3247111d from the bd connecta® laboratory. Patient-installed IV infusion line (parenteral nutrition). The afternoon nurse noticed air in the tubing (the pump didn't sound). Stop the infusion quickly and change the entire infusion line. Observation by the nurse: a weld at the tap is not working, allowing air to enter the system. No clinical consequences for the patient. This is the first time this has happened, and no similar incidents have ever been reported. The dm is not available for expert examination, but photos of the incriminated dm have been taken and we have kept a tap from the same batch.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of air bubbles / air in line was confirmed upon inspection of the samples. Analysis of the sample showed that the luer component is disassembled from the body of the housing component. Bd determined that the cause of the failure was due to an excess of force that is exerted on the component when connecting it. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of air bubbles / air in line was confirmed upon inspection of the samples. Analysis of the sample showed that the luer component is disassembled from the body of the housing component. Bd determined that the cause of the failure was due to an excess of force that is exerted on the component when connecting it. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.